Manufacturer narrative:
No blank display during testing. Pump passed the displacement test, self test, rewind test, prime/seating test, basic occlusion test and force sensor test, sleep current measurement, active current measurement, self-tests. Thus, and software was utilized and downloaded trace/history files properly. Failed battery test not show in the trace/history files on event date. However, found multiple no delivery alarm on (B)(6) 2025 17:26:25.000, (B)(6) 2025 17:26:38.000, (B)(6) 2025 06:26:09.000, (B)(6) 2025 06:26:32 during prime. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected failed batt test, no delivery alarms anomalies were noted during testing. No moisture damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, stained keypad overlay, cracked battery tube threads, cracked case (battery tube), label damage. Blank display not confirmed. Unit passed all required tests and failed battery test, no delivery alarms anomalies not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin flow block alarms, pump had rejected a new battery and reported blank display of pump. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-332a, mmt-242a. Troubleshooting was partially performed. Pump display returned after 30 seconds. No harm requiring medical intervention was reported. No product return is required for mmt-1884l, mmt-332a, mmt-242a.